Event description:
I've used fixodent from 1980 to 2009. While using fixodent, I began feeling numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Blood test taken, showed I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent, and need continuous medical care and treatment. Dose or amount: denture cream; frequency: once daily; route oral. Dates of use: 1980 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.